Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s weight is not available for reporting. Device is an instrument and is not implanted/explanted. A product development investigation was performed for the subject device. One (1) 5mm hex flexible screwdriver (part 03.037.028, lot 9298611, mfg. 12-may-2015) was returned with a complaint stating that the screwdriver shaft broken into two pieces while tightening the set screw. The broken piece was retrieved and the surgery was able to be completed successfully. This led to a 2-3 minute surgical delay. The complaint was able to be confirmed. The screwdriver was returned broken at the most proximal flexible segment. The balance of the device shows some wear and tear. The definitive root cause is unable to be determined; however, the complaint condition was most likely caused by overtorquing of the device. It is not likely that the design of the device contributed to this complaint. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Part number: 03.037.028, synthes lot number: 9298611: release to warehouse date: may 12, 2015. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tfn-advanced proximal femoral nailing system (tfna) insertion procedure on (B)(6) 2016 as treatment for a hip fracture and while the surgeon was inserting the screw inside the nail the 5mm hex flexible screwdriver shaft broke. The fragment piece was easily retrieved. The malfunction resulted in a 2-3 minute surgical delay. No harm was reported to the patient. Another similar instrument was available for the surgeon to successfully complete the procedure. Concomitant devices reported: unknown connecting screw (part # unknown, lot # unknown, quantity # 1), unknown tfna nail (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 1 for (B)(4).